Manufacturer narrative:
During follow up, the responder reported that the screen was calibrated to resolve the issue. The device was returned to service. Additional information has been requested, no details were documented, and no details were provided during follow up.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the unit¿s screen was not bright. The device was in use at the time of the event, but no patient or user harm was reported.